Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve bed is leaking. Additional malfunction is the tywrap for the sieve bed is defective.